Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaking. Customer's blood glucose was 217 mg/dl at the time of the call. Customer states the leak occurred during reservoir fill. Customer found air bubble in the reservoir. The device will be return for analysis.

Manufacturer narrative:
Evaluated three open and used reservoir, performed pre-fill reservoirs test. Found transfer guard¿s needles occluded. Evaluated two open and used reservoirs. Performed pre-fill reservoirs test. Found no leakage and no air bubbles anomalies during filling.